Manufacturer narrative:
Calibration was last performed on 24-apr-2023 with acceptable results. Qc was acceptable. An "abnormal probe sucking" alarm was observed in the alarm trace data. This is an indication of possible poor sample quality. In addition to replacing a tube, the field service engineer (fse) replaced vacuum pump diaphragms, adjusted the cell rinse volume and checked the gear pump pressure, the rinse mechanism, and the rinse tubing. The customer completed calibration and qc successfully. The customer ran multiple patient samples with no issues. The service actions (replacing the tube and vacuum pump diaphragms) resolved the issue.

Event description:
The initial reporter questioned high results for multiple patient samples tested for ise indirect na for gen.2 on a cobas 6000 c (501) module. The customer provided examples of discrepant results for 3 patient samples. Patient ID (B)(6) initial result was 149 mmol/l. The repeat result on (B)(6) 2023 was 142 mmol/l. Patient ID (B)(6) initial result was 150 mmol/l. The repeat result on (B)(6) 2023 was 143 mmol/l. On (B)(6) 2023 patient ID (B)(6) initial result was 151 mmol/l. The repeat result on (B)(6) 2023 was 143 mmol/l. The initial results were reported outside of the laboratory. A physician called to complain which prompted repeat testing. Corrected reports were issued following the completion of repeat testing. The na electrode lot number is g76 with an expiration date of 06-dec-2023.

Manufacturer narrative:
The field service engineer (fse) found an issue with a tube and replaced it. The customer ran calibration, qc, and precision tests. All results were within specification.